Event description:
Pain in hip, gluteal, leg [hip] [arthralgia]. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a (B)(6) with severe osteoarthritis of right hip (since 8 years, grade IV, with joint narrowing and osteophytes). The patient's medical history was significant for previous use of non steroidal anti-inflammatory drugs (nsaid's) and steroids. On (B)(6) 2013, the patient initiated treatment with synvisc-one (hylan g-f 20) injection (route and dosage regimen not provided) in right hip. The lot number for synvisc-one was unknown to the reporter. On (B)(6) 2013, the patient developed pain in hip, gluteal and leg. The patient was treated with an injection of cortisone and non steroidal anti-inflammatory drugs (nsaid's). The action taken with synvisc-one treatment was not provided. The patient had not yet recovered from the event. Concomitant medications were not provided. The intensity for the event was moderate. The reporting physician assessed the relationship between synvisc-one and the event was possible.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genyzme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.